Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0231175. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm catheter needle "burst" due to high pressure and leaked medicine. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021. The patient was examined with enhanced CT for headache. When using an ordinary indwelling needle to inject the medicine. Due to high pressure, the indwelling needle was burst".